Event description:
The distal portion of the sheath became separated, while the device was being withdrawn at the end of a procedure in the left external iliac. The patient was taken to surgery to remove the detached portion of the sheath. The outcome of the surgery was reported as "successful" with no patient injury.